Manufacturer narrative:
The technician investigated and found two of the four screws which secure the footboard to the bed frame were stripped from the wood.

Event description:
The complainant stated that pt's father climbed onto the foot of the bed to assist the transfer of the pt to another bed. His weight was pushing on the footboard of the bed. The footboard came off the bed and the father fell to the floor, injuring his shoulder. The account did not disclose the severity of the injury.